Event description:
On (B)(6) 2011, pt reported she was hospitalized due to an elevated blood glucose reading. Pt stated her reading was as high as 610 mg/dl. Pt reported she visited her doctor and her doctor told her to go to the hosp due to dehydration. Pt is using a competitor's infusion set. Pt stated she changed her infusion site on (B)(6) 2011, and then on (B)(6) 2011, her blood glucose was running high. Pt reported when she removed the infusion set cannula, it was bent. Pt stated she inserted a new infusion headset and that headset is still is her body so she is unsure if it is bent. Pt is currently in the hosp. Pt reported she is now on an IV drip. On f/u on (B)(6) 2011, pt reported she was using the competitor's infusion set. Pt stated when she removed the second infusion set, it was not kinked. Advised pt to notify MFR of the infusion set of her hospitalization. Pt reported the infusion device did not give any alerts or error messages. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.